Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed both tamper seals were removed. The bottom and right plunger case were cracked. Review of the event history log showed an occurrence of a "battery not working" alarm. Functional testing duplicated the "battery not working" alarm at power up. The investigation determined that the battery not operating as intended due to normal wear was the cause of the reported issue. (Battery was noted ot be over five (5) years old). The battery was replaced. As the device was beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously. B3: unknown; no information has been provided to date., corrected data: h6: health effects.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump keeps alarming. No adverse patient effects were reported by the customer.